Event description:
Carbon fiber was splitting on tka leg positioner boot portion. Staff concerned about structural integrity as well as potential for not appropriate sterilization. Tka application.

Manufacturer narrative:
Reported event: it was reported that the boot assembly was damaged. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot no was not performed. Complaint history review: complaint history review was not performed as the lot no was not performed. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Carbon fiber was splitting on tka leg positioner boot portion. Staff concerned about structural integrity as well as potential for not appropriate sterilization. Tka application.

Event description:
Carbon fiber was splitting on tka leg positioner boot portion. Staff concerned about structural integrity as well as potential for not appropriate sterilization. Tka application.

Manufacturer narrative:
Upon further review of this event and updates to our risk documentation, this complaint is now deemed not reportable. A review of the for total knee arthroplasty mako system a0017400 rev. Ak for potential injury due to sharp/abrasive surface or corner indicates that the highest potential severity of harm is s2 with a potential occurrence level o3. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.